Manufacturer narrative:
No patient information was available for this report. Event date: (B)(6) 2017 was used for the date of event since the customer reported the event occurred approximately 3-4 weeks ago and did not have the exact date of occurrence. There was no given lot number for the product. Without lot number it is not possible to determine the expiration date or manufacture date. We received a delivery failure to our first emdr submission which stated an "event type code" was required. We would like to be able to select "other" as we feel this report does not fit into death, serious injury or malfunction. As a result we selected "no information " with our first emdr report and received the delivery failure. We feel the FDA should be aware of this reported event due to the nature of the intervention that was required. Serious injury was now selected as this section could not be left blank, however the patient did not suffer a serious injury as a result of this incident. The patient reportedly experienced leaking of medication. The patient required a blood level check to ensure a therapeutic level of the medication had been achieved. The patient had a therapeutic level and did not require any further intervention. Customer reported no sample or lot number was available for this report.

Event description:
Customer reported a patient had IV vancomycin infusing via an IV infusion pump. Curos jet caps were reportedly placed on the injection ports of the IV tubing. Customer reported the patient experienced leaking from the injection port closest to the patient. The injection port reportedly had a curos jet cap in place. The leak was noticed right away so a limited amount of vancomycin was lost. The tubing was changed, the vancomycin levels were checked and reportedly remained fine. No additional dosing was needed.